Event description:
It was reported that during the implant attempt, the lead slightly dislodged during slitting of the catheter following initial placement. The threshold was higher and unstable. No other catheter was available, so the lead could not be used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.